Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right ventricle (rv) lead had caused a perforation, and needed to be repositioned or replaced. Subsequently, a new lead was implanted, and the old lead was removed. No adverse effects to the patient were reported. The old lead was disposed of at the hospital.